Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia and also reported a difference between sensor glucose and blood glucose values. The customer treated hyperglycemia with infusion set change. The event involved product(s) mmt-7040c8. Troubleshooting was performed for sensor glucose and blood glucose. The blood glucose value was 408 mg/dl and the sensor glucose value was 194 mg/dl. The difference between the sensor glucose and blood glucose values were not within range after fewer than 4 days of wear. Advised to wait at least an hour and if blood glucose was stable to calibrate. Troubleshooting was performed for hyperglycemia. Customer was using the insulin pump system within 48 hours of reported high blood glucose event and using auto mode/smartguard feature active at time of high blood glucose event. No further patient complication was reported. No product return is required for mmt-7040c8.

Event description:
Updated summary. The blood glucose value was 194 mg/dl and the sensor glucose value was 408 mg/dl.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.